Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). It was noted that the needle did not deploy. The pod was worn less than an hour. Hyperglycemia treated with a new pod and pen correction.

Manufacturer narrative:
The device was received undeployed. The needle mechanism deployed fully when the chassis sub assembly was removed from the bottom housing. Deep scratches were observed on the bottom housing to the right of the environmental seal. This indicates that the formed needle deployed into the bottom housing. The incorrectly installed chassis sub assembly caused the formed needle to deploy into the bottom housing. This resulted in the device not deploying as intended. The hard cannula was observed to be bent. The needle deploying into the device caused the damages to the hard cannula. The distal tip of the soft cannula was damaged, and the soft cannula was observed to be torn. The needle deploying into the bottom housing caused the damages to the soft cannula.